Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was confirmed to be torn on the down arrow keypad button, exposing the button contact. On testing, the up arrow, down arrow and contrast keypad buttons had no response when pressed. The ok keypad button responded intermittently when pressed. The keypad cover was removed for investigation and revealed corrosion under the contacts of all the buttons.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were not responding to tactile stimulus. The reporter stated there was a rip in the down arrow keypad rubber. The patient allegedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.